Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 8.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilation. The balloon was inflated twice at 8 atmospheres; however, on the third inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0x20x3.8x135mm sterling mr balloon catheter. No patient complications were reported and patient's status was good.